Event description:
It was reported that noise oversensing was on this right atrial (ra) lead. Noise was reproduced when the patient moved their arm, and a lead issue is suspected. This ra lead is expected to be replaced. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).